Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: herniated nucleus pulposus; radiculopathy left s1 nerve root; degenerative disc disease l5-s1; retained hardware, left distal femur and underwent the following procedures: removal of retained screw and washer, left distal femur; posterior decompression l5-s1 with decompression of traversing left s1 nerve root; posterior bilateral pedicle screw fixation l5-s1; transforaminal interbody fusion l5-s1 using a spacer, bmp-2, local autograft bone and crushed cancellous allograft bone in which rhbmp2/acs was used.

Manufacturer narrative:
(B)(6) 2008. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.